Event description:
The customer reported the ventilator alarmed and went vent inop when turned on. The customer reported the device was not in use on a patient and there was no patient harm. Review of the device diagnostic codes indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) verified the reported problem. The fse reseated the data to motor controller cable and the problem was corrected. The fse advised the customer that the cable should be replaced, but the customer declined repairs for this unit. The customer stated that after the fse reseated the cable the unit started to work fine and the unit is now back in service. The customer stated that no part was replaced.